Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device: left fallopian tube/left essure coil was pushing through fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" in (B)(6) 2006. The patient's past medical history included migraine, menorrhagia, fatigue and weight gain. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, cyclobenzaprine hydrochloride (flexeril), ergocalciferol, fluoxetine, hydrocodone w/ibuprofen, levothyroxine, sertraline and sumatriptan. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), psoriasis ("psoriasis"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), weight increased ("weight gain"), fungal infection ("yeast infection in stomach"), uterine pain ("uterus pain"), bladder pain ("bladder pain") and menopause ("peri-menopause"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove one or more of the essure coils.), surgery (she underwent bilateral salpingectomy to remove one or more of the essure coils.) And surgery (ablation (B)(6) 2016)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, depression, vaginal haemorrhage, urinary tract infection, psoriasis, vaginal infection, bladder disorder, urinary tract disorder, headache, migraine, tooth disorder, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, fungal infection, uterine pain, bladder pain and menopause outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: per pfs: most if not all symptoms decreased. Current weight 202 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, depression, menopause, uti (urinary tract infection), dyspareunia and abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 41 year old patient. Her historical and concurrent conditions was added. Essure indication was amended. Her concomitant medications were added. Following events: malposition of essure device location of device/migration of essure device location of device: left fallopian tube/left essure coil was pushing through fallopian tube; abnormal bleeding (menorrhagia/vaginal), severe depression, urinary tract infection, psoriasis, vaginal infection, bladder or urinary problems or changes, headaches, migraines, dental problems, nickel allergy, hair loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, weight gain, yeast infection in stomach, uterus pain, bladder pain, perimenopause and did you undergo an essure confirmation test. Most if not all the symptoms had decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device: left fallopian tube/left essure coil was pushing through fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" in (B)(6) 2006. The patient's medical history included migraine, menorrhagia, fatigue and weight gain. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, ergocalciferol, fluoxetine, hydrocodone;ibuprofen, levothyroxine, nitrofurantoin, sertraline and sumatriptan. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), psoriasis ("psoriasis"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), gastric infection ("yeast infection in stomach"), uterine pain ("uterus pain"), bladder pain ("bladder pain"), menopause ("peri-menopause") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and she underwent bilateral salpingectomy to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, depression, vaginal haemorrhage, urinary tract infection, psoriasis, vaginal infection, bladder disorder, urinary tract disorder, headache, migraine, tooth disorder, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, gastric infection, uterine pain, bladder pain, menopause and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastric infection, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: per pfs: most if not all symptoms decreased. Current weight 202 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, depression, menopause, uti (urinary tract infection), dyspareunia and abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- fatigue. Reporter information, events onset date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device: left fallopian tube/left essure coil was pushing through fallopian tube'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" in february 2006. The patient's medical history included migraine, menorrhagia, fatigue and weight gain. Concurrent conditions included body mass index normal. Concomitant products included alprazolam, ergocalciferol, fluoxetine, hydrocodone;ibuprofen, levothyroxine, nitrofurantoin, sertraline and sumatriptan. On (B)(6) 2006, the patient had essure (ess205) inserted. In february 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), psoriasis ("psoriasis"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), gastric infection ("yeast infection in stomach"), uterine pain ("uterus pain"), bladder pain ("bladder pain"), menopause ("peri-menopause") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and she underwent bilateral salpingectomy to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, depression, vaginal haemorrhage, urinary tract infection, psoriasis, vaginal infection, bladder disorder, urinary tract disorder, headache, migraine, tooth disorder, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, gastric infection, uterine pain, bladder pain, menopause and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastric infection, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: per pfs: most if not all symptoms decreased. Current weight 202 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, depression, menopause, uti (urinary tract infection), dyspareunia and abdominal pain." Most recent follow-up information incorporated above includes: on 28-nov-2019: information from duplicate cases 2019-213238 and 2019-193383 transferred to this case, including reporter information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.